Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record and UDI are in-progress. All information reasonably known as of 02 jun 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
The customer reported that a fractured nasogastric feeding tube was identified on a pre-operative chest radiograph examination. An endoscopic procedure with sedation was performed to remove the tube. No patient injury was reported. Additional information received on may 15, 2026, reporting the tube had been in use for less than one month, was used for continuous feedings, one crushed medication was administered daily through the tube, no clogging or leakage issues were noted prior to the fracture, and the patient was reported to be stable. Flushing frequency was reported to be unknown. Flushes were manual with 5ml and 10ml syringes.